Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump had an inaccurate sensor glucose reading. The blood glucose reading was 330 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer stated the device did not go into threshold suspend, and also forgot to suspend the device. The customer was advised to turn the sensor off and reconnect later. Nothing was replaced or returned.